Event description:
Front portion of v. Mueller, neuro/spine, vine, l-0130, 2mm kerrison, broke off into the patient's brain tissue while in use. The broken portion of the instrument was retrieved, and the instrument was removed from service.